Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the infusion set had been bitten by a child and the tubing had been subjected to stress or tension, causing a leak in the tube event on (B)(6) 2026. The infusion set had been in use for three days. No further information available.